Event description:
The pt reported they had experienced bilateral numbness in their hands for the past two days; the symptom had been detected in both hands when stimulation therapy was turned off or on. The rep redirected the pt to report symptoms to the hcp. Add'l info has been requested from the physician.